Manufacturer narrative:
The reported complaint that "the autopulse platform (B)(4) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message" was confirmed during functional testing and based on the review of the archive data. The root cause of the ua07 advisory message was the defective load cell module 2, likely attributed to mishandling such as a drop or a defective component. Visual inspection of the returned autopulse platform was performed, and no physical damage was observed. A review of the archive data indicated ua7 thus confirming the customer complaint. The load sensing system has detected a weight or load imbalance between the two load cells during power-on-self test. Unrelated to the complaint, the archive also indicated ua2 (compression tracking error), ua17 (motor on for too long during active operation), and ua45 (drive shaft not at home position) error. User advisory is a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the battery hangtag - advisory codes description and action, user advisory 2 is an indication that the autopulse® has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. Initial functional testing failed due to the ua07 advisory message displayed upon powering up the platform; thus, confirming the reported complaint. A load cell characterization test was performed and confirmed that load cell module 2 was defective, and it was replaced to remedy the fault. Unrelated to the reported complaint, ua45 error message display after replacing the load cell. The shaft was rotated to the home position to remedy ua45. Ua17 error message could not be reproduce during functional testing. As a precautionary measure, the brake was cleaned and the brake gap was verified to be within specifications. Following service, a load cell characterization test was performed and confirmed both cell modules are functioning within the specification. The autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries for 30 minutes without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(4).

Event description:
During shift check, the customer noted the autopulse platform (B)(4) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. No patient involvement.